Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the device alarmed with no cassette attached. The downstream occlusion sensor was replaced to address this issue. The cause of the problem with this component was not definitely established.

Event description:
Oracle ro 949410 double beep no cassette.